Event description:
It was reported when using the pyxis medstation es system device was offline. The user mentioned that there was a delay happened during dispensing a medication. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to the defective drawer control board. A field service engineer replaced the drawer control board in order to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.